Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085177) on 08-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("severe blood loss") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), gabapentin, iron, levothyroxine, methocarbamol (robaxin), omeprazole, sertraline hydrochloride (zoloft), tramadol and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required) and menorrhagia ("continued heavy periods lasting 14 days with large palm clots"), 7 years 1 month after insertion of essure. The patient was treated with surgery (underwent d and c and hysterectomy scheduled in 2019. Removal of cervix. Uterus and both tubes). Essure was removed. At the time of the report, the genital haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and menorrhagia with essure. The reporter commented: hysterectomy scheduled in (B)(6) 2019. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.